Manufacturer narrative:
Internal report reference number: passed within specifications. (B)(4). Meter, test strips were not returned for evaluation retention strip lot tested within specification most poor fill notes: 1. Customer follow-ups calls were completed and unable strips tested within 6 months sinocare likely underlying root cause: mlc-040: user's test strip had manufacturer, fei # (B)(4) to and trividia health, inc. (A u.s. Company/importer, #(B)(4) health, inc. Handles customer complaints for the truenesstm fe have entered monitoring into a service agreement. Trividia make blood contac. 2. *sinocare a foreign customer glucose system air blood glucose monitoring system (k231476- class 2) and records complaint number. 3. The manufacturer (sinocare) reported the MDR under MFR. Report on may/22/2026. Truenesstm customer information, establishing a and unique

Event description:
Consumer reported complaint for lo meter display and low blood glucose test results. The customer's expected fasting blood glucose test result range is 120-130 mg/dl am fasting and 180-200 mg/di 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported. During the call on (B)(6) 2026, a blood test was performed by the customer and produced test results of lo: non- fasting using trueness meter. Per customer, the product is stored according to specification in the bedroom, the test strip lot manufacturer's expiration date is 01/02/2027 and per the customer the open vial date is 3 weeks ago. The meter memory was not reviewed for previous test result history.